Manufacturer narrative:
Initial reporter's occupation is not known at this time. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2126677-2010-00010.

Event description:
It was reported that a patient barrier rotational handle lock was broken in a manner that offered no friction and the tracking pin of the rotational handle was out of its track. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.